Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot#: l78417, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2020, product type: catheter. Product ID: 8709, lot#: l78417, implanted: (B)(6) 2000, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), UDI#: (b)4); product ID: 8596sc, serial/lot #: (B)(4), ubd: 16-may-2009, UDI#: (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer via a company representative on 2020-mar-07 regarding a patient who was receiving baclofen with concentration 1,000 mcg/ml at a dose rate of 193.4 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient experienced an increase in spasticity, itching, and spasms. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the original model 8709 catheter was implanted (B)(6) 2000, revised in 2007, but unknown if revised again in 2014 when the pump was again replaced. They had checked / interrogated the pump and the pump was functioning as expected. No pump alarms or stalls had occurred. A dye study was discussed but had not happened yet. It was further noted that the patient was in the emergency room (ER) and may be transported to another hospital for a dye study and possible catheter revision. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history was indicated as having been requested but was unknown / would not be made available. Additional information was later received from a healthcare provider via a company representative on 2020-mar-09. The patient had their catheter and pump replaced on (B)(6) 2019. The information was noted as having been confirmed with the physician / account. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
H3; analysis of the pump ((B)(6)) found no anomalies. The device passed all testing in the laboratory. Analysis of the catheter ((B)(6)) identified damage in the seal material in the cup of the sutureless connector (sc). The damage did not result in a leak during the in-line pressure leak test or affect the performance of the catheter. H6; the previously reported device code 11 no longer applies to this event and has been updated to 67. The previously reported method code 4118 no longer applies to this event and has been updated to 10. The previously reported results code 3233 no longer applies to this event and has been updated to 213. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) who stated that in terms of troubleshooting, the pump and catheter were replaced. It was unknown if a dye study was performed and the cause of the patient's symptoms was not determined. The symptoms were resolved by the replacement and the patient was doing better afterwards. To the rep's knowledge, the catheter has been returned, but they were not at the replacement. The patient's weight was unknown and the information was confirmed with a physician. No further complications were reported as a result of this event.